Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced atrial fibrillation during impella support. Additional information pertaining to the device and/or the event was not provided.

Manufacturer narrative:
. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.